Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's omnipod personal diabetes manager (pdm) would not turn on. The patient did not have another method of giving themselves insulin. They are unable to give insulin with injections due to physicals impairment, the patient's blood glucose levels reached 400 mg/dl and they called 911. Once at the hospital the patient was hyperglycemic, confused and had a stroke. The patient went through sugar management, MRI (magnetic resonance imaging) and rehabilitation. The patient was released twenty days later.